Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and another unknown drug, dose and concentration not reported, via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that the pump "shut off on (B)(6) 2016". The patient had a difficult time finding a healthcare provider to replace the pump. The patient confirmed the pump off was due to eos (end of service). The patient was in a lot of pain without the pump. The patient also requested if he could get an MRI. The patient was instructed to have the MRI facility call as needed for compatibility. On 2016-07-18 information was received from a healthcare provider and it was reported that the patient thought there was something wrong with their device. Per this reporter the patient thought there was something wrong with their device but did not have further details. It was reviewed the pump had reached eos (end of service). The healthcare provider reported that the patient was having "so much pain".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated she did not know what the clinician programmer (8840) serial number was. The issue the patient had was that for some reason the patient did not know that their pump would run out of battery. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.